Event description:
It was reported that a pump was to be replaced due to a ¿failed intrathecal baclofen pump.¿ it was unknown what failed or when the issue occurred. The pump was used to deliver baclofen (unknown; device implant query lists the drug as lioresal). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 8703w, lot# l53971, implanted: 1998 (B)(6); product type catheter. (B)(4).

Event description:
Additional information was received from a company representative. The representative was not aware of any issues. It was believed this was a routine replacement and the patient was doing well. The patient, at the time of the replacement was receiving 1400mcg/day of 3000mcg/ml compounded baclofen and these same settings were continued with the new device.